Event description:
The clinician reports that the day the implant was placed in ada 22, failure occurred upon insertion. Details of surgery: primary stability not achieved, ridge augmentation and immediate extraction site. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.